Event description:
It was reported that the unit was sent for repair because the blue cable rotated/turns through. It was not noted if the issue occurred during a procedure. No pt consequences reported.

Manufacturer narrative:
Date sent: 12/30/2008. Evaluation summary: based upon the inquiry info received, visual and functional examination , the customer's complaint has been confirmed. To correct the issue the analysis site replaced the rotational and translational cables. The fastening material was also replaced. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.